Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 209 mg/dl. The customer loaded a new cartridge. Multiple attempts were made by tandem¿s technical support to confirm an accurate fill estimate with the new cartridge; however, no additional information was provided.